Manufacturer narrative:
During troubleshooting on the phone with dario's representative, using the same finger prick and same drop of blood, the user tested his bg and received a reading of 158 mg/dl from his dario meter compared to a bg reading of 168 mg/dl from his non-dario meter. The user also reported that when the incident occured, he had received a bg reading of 120 mg/dl from his dario meter compared to a reading of 135 mg/dl from his non-dario meter. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report low blood glucose (bg) readings. The user reported receiving bg readings that were 10 mg/dl to 15 mg/dl different than his non-dario meter.